Event description:
A customer reported that the battery of their t:slim x2 pump would not charge. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting because the pump was at 100% charge during the call, and they were advised by technical support to monitor the pump and follow up if issues persisted.